Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating corrective actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. A lot history review (lhr) of asduf021 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asduf021) have been reported from the same facility.

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided. (B)(6) 2020 - per air received: "bedside nurse discovered that the patient's IV line closest to the patient had blood backed up from the central line (port) into the IV tubing about 6 inches. There was a small amount of visible blood on the patient's chest and a small puddle of blood mixed with IV fluid on the sheets he was lying on. The IV pump remained running and could see there was blood mixed with IV fluid leaking from the huber device tubing at the point where the hub of the tubing and the thin tubing of the needle device had become broken. The broken huber device was a 20g x 3/4 inch bard powerloc max huber needle. Since there was a back up of blood from the patient into the tubing it was determined that there was minimal risk of contamination to the patient. Also did not flush the blood back into the patient for this reason. He de-accessed the needle from the port. He then re-accessed the port with a 20g x 3/4 inch bard powerloc max huber needle after cleansing/prepping the skin per policy. The new needle flushed with ease and had good blood return."

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided. (B)(6) 2020 - per air received: "bedside nurse discovered that the patient's IV line closest to the patient had blood backed up from the central line (port) into the IV tubing about 6 inches. There was a small amount of visible blood on the patient's chest and a small puddle of blood mixed with IV fluid on the sheets he was lying on. The IV pump remained running and could see there was blood mixed with IV fluid leaking from the huber device tubing at the point where the hub of the tubing and the thin tubing of the needle device had become broken. The broken huber device was a 20g x 3/4 inch bard powerloc max huber needle. Since there was a back up of blood from the patient into the tubing it was determined that there was minimal risk of contamination to the patient. Also did not flush the blood back into the patient for this reason. He de-accessed the needle from the port. He then re-accessed the port with a 20g x 3/4 inch bard powerloc max huber needle after cleansing/prepping the skin per policy. The new needle flushed with ease and had good blood return."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating corrective actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. A lot history review (lhr) of asduf021 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asduf021) have been reported from the same facility.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating corrective actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided.